Event description:
Got reading of 499 then 336, 351, 338, 358 within 2 mins. Went to dr and he adjusted basal rate.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.